Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/26/2012 device evaluation: the pump has been returned and evaluated by product analysis on 05/31/2012 with the following findings: a "replace battery" alarm was recorded in the pump alarm history on 04/16/2012. A "no delivery, no prime" and basal suspend warning was found in the pump alarm history. The pump was booted to the verify screen with the appropriate audible and vibratory alarms. The battery cap was found to be within specification. The pump was exercised for 24 hours with no power loss issues. The pump cover was removed and there was no moisture or damage found to the battery flex or power circuit. The reported power issue was unable to be duplicated during investigation. Unrelated to the complaint, the keypad was found to be torn around the down arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The keypad cover was removed and there was contamination found under the contrast and up arrow key contacts.

Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump would not power on. The patient replaced the battery to no avail. Troubleshooting revealed there was no damage or corrosion on the battery compartment or battery cap. The pump had not been exposed to moisture. The issue was not resolved. There was no patient injury associated with this issue.